Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as infection at the sensor site. The customer reported receiving treatment from a doctor, which included a wound check, diagnosis of cellulitis, blood tests, imaging of the upper left arm, and administration of an intravenous injection of cefazolin (1 gram), followed by a 10-day course of cefuroxime (axetil 250 mg tablets). There was no report of death or permanent impairment associated with this event.